Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor displaying power as ¿0.0 w¿ was not confirmed. The system monitor (serial number (B)(6) was not returned for analysis. Questions regarding the event and the return status of the monitor were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. Review of the device history record for the system monitor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The monitor was shipped to the customer on 29jan2013 via customer order s111633. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3 manufacturer information: corrected section d1 brand name: corrected section d4 catalog number: corrected section d4 lot number: corrected section d4 primary UDI number: corrected section g1 contact office: corrected manufacturer's investigation conclusion: the reported event of the system monitor displaying power as ¿0.0 w¿ was not confirmed. The system monitor (serial number (B)(6) was not returned for analysis. Questions regarding the event and the return status of the monitor were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Review of the device history record for the system monitor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The monitor was shipped to the customer on (B)(6) 2013. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (section titled ¿setting up the system monitor for use with the power module¿). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the while the patient was connected to the system monitor, all pump parameters displayed as normal except displayed power was 0.0w. The patient was stable and the device functioned as expected otherwise. The cart was replaced (system monitor, power module and patient cable) and all pump parameters displayed appropriately.